Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and confirmed the issue. The surgeon touch monitor was replaced and the issue resolved. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect monitor was returned to the manufacturer and evaluation was completed. The issue was confirmed. The display bezel was also observed to be separated at the top edge of the monitor. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of a procedure the surgeon monitor on the navigation system is displaying a picture in picture. There is a black box with a red outline at the top right corner. The box is not present on the staff cart monitor. It was not possible to move the box or type in the box. The box remained after restarting the system and changing the views. When connecting the surgeon monitor to another staff cart the black box remained. The monitor cable was reseated without resolution. There was no patient present when this issue was observed.

Manufacturer narrative:
A second monitor for the navigation system was returned to the manufacturer for analysis. The monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.